Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in (B)(4), where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician. Results: inspection of the complaint neopuff resuscitator identified that the valve manifold was faulty. Physical damage was also observed to the enclosure. Conclusion: we are unable to determine what may have caused the reported event to the subject neopuff resuscitator. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in (B)(6) requested a preventative check for a rd900 neopuff infant resuscitator. Upon device service at the fisher & paykel healthcare (f&p) regional office in (B)(4), it was found that the valve was faulty. There was no patient involvement.